Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 514, 538 and 180 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer stated that in the past he has felt dizzy but he believes that it is related to his anxiety. The customer stated that his doctor recently prescribed him janumet and had him begin to test his blood sugar to see how the medication was working. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 247 mg/dl using truetrack meter and 287 mg/dl using truetrack meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 01/13/2019 and open vial date is (B)(6) 2016. The customer stated that his doctor recently prescribed him janumet. The meter memory was reviewed for previous test result history (date/time not set): 1:514mg/dl (B)(6) 2016 12:24 pm fasting:yes; 2:538mg/dl (B)(6) 2016 12:24 pm fasting:yes; 3:180mg/dl (B)(6) 2016 07:27 am fasting:yes; 4:201mg/dl (B)(6) 2016 07:18 am fasting:yes; 5:461mg/dl (B)(6) 2016 07:17 am fasting:yes; memory concerns:461 mg/dl, 538 mg/dl, 514 mg/dl . The customer stated that all of the results recorded above were from yesterday. The customer feels that all of these results are too high and incorrect as he is now taking medication.